Event description:
It was reported that the healthcare provider encountered an aspiration and filling issue with a new pump upon implanting. On (B)(6) 2012, the hcp was prepping the pump for implant was only able to aspirate 24cc of water. Subsequent attempts x3 were attempted and nothing but air was aspirated. The hcp then attempted to insert 40cc of lioresal into the pump however only about 22cc was able to be inserted. The hcp then attempted to empty the pump, and only 7cc was able to be aspirated. The hcp then decided to not implant the pump and use another 40cc pump at which time the issue was resolved. There were no patient symptoms or injury, as the pump was never implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the pump found no anomalies. During testing, the pump was filled with 40ml of sterile water and aspirated, repeating this process a total of five times. No problems were encountered.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).